Event description:
In 2005, suspect medical device was surgically implanted at time of total abdominal hysterectomy. Post operatively pt was followed by her physician who identified an approx 0.8 1 cm anterior vaginal wall erosion in the midline of the anterior vaginal wall. Pt voiced no complaints other than the erosion of this area. On 01/23/06 pt was admitted to reporting facility and underwent a day surgery procedure for removal of the small portion of vaginal tape and vaginal erosion followed by oversewing of the anterior vaginal mucosa.